Manufacturer narrative:
Pt called the call center and reported she was hospitaled on (B)(6) for hyperglycemia and was admitted for 4 days. Pt stated they were able to get her blood sugar down with IV. Pt stated she was also dehydrated. Pt was sent home using novolog and tresiba. Pt was home for one day and readings went high during that day. Pt could not make doctor appointment and was advised to go back to the hospital that same day. Pt went to a different hospital than the original. It appears hospitalization not related to device failure since pt continued to have difficulty controlling blood sugar off of vgo. Device was not returned for investigation.

Event description:
Pt called the call center and reported she was hospitalised on (B)(6) for hyperglycemia. Pt stated she was at work and felt sick and had vomiting. Pt went to the hospital and was admitted for four days. Pt stated in the emergency room her readings were 700. Pt stated they stopped using vgo while in hospital. Pt stated they were able to get her blood sugar down with IV. Pt stated she was also dehydrated. Pt was sent home using novolog and tresiba. Pt was home for one day and readings went high during that day. Pt could not make doctor appointment and was advised to go back to the hospital that same day. Pt went to a different hospital than the original. Pt is now home and still on novolog and tesiba. Pt stated she first started vgo in november and was on the vgo 30.. Her reading were still high so her hcp changed to the vgo 40 a month later. Pt stated her readings still stayed between 200-400 while on vgo 40. A it appears hospitalization not related to device failure since pt continued to have difficulty controlling blood sugar off of vgo. Device was not returned for investigation.

Manufacturer narrative:
Initial reporter corrected. Health professional - no checked. Non healthcare professional. Follow up #1. Correction checked.